Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, unknown balloon. Mild pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025 at discharge, pvl was aggravated to mild/moderate. The leak was accepted by the physician.

Manufacturer narrative:
An event of pvl was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Mild pvl was noted. On an unknown date at discharge, pvl was aggravated to mild/moderate. The patient's current health status was unknown.